Event description:
The customer contacted baxter's technical service center (tsc) because the home patient (hp) had a question about therapy. The hp stated that the hc was overflowing the patient line while in prime. The hp stated that she pressed stop on the hc. The baxter technical service representative (tsr) asked the hp if there were two solution bags on top of the hc and the hp stated that there was only one solution bag on top of the hc. The tsr informed the hp to start over with new supplies. The tsr informed the hp if the hc overflows the patient line again to call baxter back and a tsr would have to swap the hc. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2012 regarding the patient line over primed. The hp reported that the issue was resolved, but she did not know the cause of the over prime. Per hp, there were no loose connections, disconnections or defects on the supplies. The patient line was not lower than the organizer and she did not have bags stacked on the heater. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.